Event description:
Customer reported a motor error alarm on the insulin pump when attempting to deliver a bolus. The blood glucose reading was not known. She stated that the insulin pump was not exposed to a strong magnetic field or MRI. She was assisted with clearing the alarm and stated that she was able to complete the rewind process. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery tests. There was no motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked reservoir tube lip, battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.